Manufacturer narrative:
The reported sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the sensor and no damage was observed. The sensor was properly seated. No evidence of shock was observed. The sensor was de-cased and upon visual inspection of the pcba (printed circuit assembly board), no evidence of shock was observed. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor were reviewed and the dhrs showed the libre sensor passed all tests prior to release. No further investigation is required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an "electric shock that woke him up", while wearing a freestyle libre 2 sensor. There was no report of death, serious injury, or mistreatment associated with this event.